Manufacturer narrative:
The customer's glidescope spectrum single-use lopro laryngoscope was not returned to verathon for evaluation as it was already discarded by the end user, therefore the cause of the reported image issue could not be determined. Following the reported event, the facility's biomedical engineering department reported being unable to duplicate the reported image issue when testing other laryngoscopes. Since the subject device was already discarded, no lot information was provided and therefore review of complaint history for the lot number could not be performed by verathon. Trending analysis for glidescope spectrum single-use lopro laryngoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported when the doctor inserted a glidescope spectrum single-use lopro laryngoscope (unknown size/model) into the patient's oral cavity, the picture went away. Once the laryngoscope was removed from the patient, the picture displayed. The procedure was completed using a backup device. No delay in the procedure or harm to the patient was reported.